Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to the usb connector not communicating to download the receiver logs or perform tests. A receiver charge test was performed and passed. Functional tests were not performed due to the usb connector not communicating to download the receiver logs or perform tests. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to the usb connector not communicating to download the receiver logs. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.